Event description:
The facility representative reported a colleague infusion pump with a display issue. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 8.11.00.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The assignable cause was a defective main display. The main display was replaced to correct the reported condition. Additional information: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.